Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 2.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced adhesive patch and cannula housing detached from spring prior to insertion on (B)(6) 2026. The issue occcured with 2 infusion sets. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.